Event description:
The pt's family member found pt unconscious. Pt called the paramedics and then used the suspect device to check pt's blood glucose. Pt obtained a result of 148mg/dl. Emergency medical tech's arrived and they used their equipment as well and their reading was in the 20's mg/dl. Pt was transported to the hosp. Pt received unk treatment. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.